Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07218. It was reported that when the patient presented via remote transmission, noise was noted on the ventricular channel of the device. The noise appeared due to be large due to high gain value. Loss of pacing was noted which was predicted because of loss of capture on the ventricular lead. The patient presented in clinic for testing. Capture was found to be appropriate. No further intervention was made. The patient was stable.